Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the bactiseal catheter was implanted connected to a certas valve (unknown product ID) to the patient via v-p shunt on november (unknown exact date) with unknown setting. Poor csf flow was noted and the setting was changed from 4 to 3 then 2, without improvement of the cerebral ventricle. Then a cyst was observed at the place of the bactiseal catheter and infection was suspected. No additional information was provided. Linked to mfg report number 3013886523-2020-00243.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7,h2, h3, h4, h6, h10. Unique device identifier (UDI) : (B)(4). The catheter was returned for evaluation: failure analysis - 2 pieces of bactiseal catheter were received. The2 pieces of catheter were visually inspected; no defects were noted. No occlusion and leak noted in the catheter. No root cause could be determined for the issue reported by the customer, the review of the sterilization certificate conformed to the specifications when released.